Event description:
It was reported that as lvp 20d low sorb came apart. The following information was provided by the initial reporter: material no: 2260-0500 batch no: unknown. It was reported that lipids and max zero tubing was found disconnected from patient. Verbatim: rn administered new il tubing. Rn left bedside. Rn went to turn infant and noticed the lipids and max zero were disconnected from patient. Rn immediately clamped lipid port and called flash team rn. Flash team rn arrived at bedside immediately. Flash team immediately replaced y-site and performed a full cap change. New lipid bag ordered from pharmacy. Md notified about event.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Without any photos or physical sample for investigation, the customer's complaint of separation cannot be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d low sorb came apart. The following information was provided by the initial reporter: material no: 2260-0500 batch no: unknown. It was reported that lipids and max zero tubing was found disconnected from patient. Verbatim: rn administered new il tubing. Rn left bedside. Rn went to turn infant and noticed the lipids and max zero were disconnected from patient. Rn immediately clamped lipid port and called flash team rn. Flash team rn arrived at bedside immediately. Flash team immediately replaced y-site and performed a full cap change. New lipid bag ordered from pharmacy. Md notified about event.